Event description:
The reason for call was pt reported concerns about the implant (ins) possibly malfunctioning, describing that stimulation would shut down and turn back on when lying down which started about a month ago. Pt stated attempts to switch groups were made and confirmed awareness of the adaptivstim feature; upon review, adaptivstim was turned off. Agent advised pt to turn off stimulation when lying down, but pt expressed the need to keep stimulation active. Agent redirected pt to hcp for further evaluation and provided nas. Pt did not recall the hcp's name but identified the clinic as lebanon spine and pain in tn.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.